Event description:
Our affiliate in the another country is reporting that a surgeon mentioned to them that approx two yrs ago, a pt had knee surgery in which a mitek suture grasper was used. The tip of the suture grasper broke and remained in the knee. The pt returned to the surgeon a few days later to have the broken piece of the device removed from the knee.

Manufacturer narrative:
Our affiliate is reporting the piece was removed from the pt and in the surgeon's opinion; the pt is doing fine and has no adverse effects. The surgeon disposed of the broken piece, device is not available for eval and lot numbers have no been supplied, both of which preclude conducting either a physical eval or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. At this time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if we receive more info about the event, it will be reflected in a f/u report.